Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was noted to have had a recent viral illness and viral pericarditis was suspected about two weeks following implant of the leadless implantable pulse generator (ipg). The also patient experienced chest discomfort. Medication was administered to the patient which seemed to improve the patient's symptoms. The leadless ipg remains in use. The patient was a participant of the (B)(6) study. No further patient complications have been reported as a result of this event.